Event description:
It was reported that the second and third clips that were applied to a duct in a gallbladder case were misfired. The clips clamped down in misalignment. The issue was noticed and the clips removed before the duct was cut. There were no patient injuries. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
The device was retrieved from the user facility and is currently in transit to the manufacturer. A follow-up report will be sent after device evaluation is completed.